Event description:
Add'l info rec'd from the rptr (B)(6) 2013, #(B)(4): I told her it was on (B)(6), it should be (B)(6).

Event description:
Pt stated a robotic machine was used to remove his prostrate cancer in (B)(6) 2010. He alleged that immediately after the surgery, he became incontinent and began having frequent urinary tract infections. A year later, pt stated, that the symptoms became so unbearable that he requested the doctor implant a sling. According to pt, the sling did not completely help but it reduced the leaking for a few weeks. He stated that his doctor told him that this was the best and only way to rid him of the cancer and did not explain thoroughly the risks associated with the surgery. Pt also stated that the surgery lasted 10 hours and should have only been 2 hours.